Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305106 and lot number 0266399. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample was received for evaluation by our quality team. The sample has the plastic shield but came with no packaging blister. A visual inspection was performed with a 30x microscope. The needle is clean with no observed defects or imperfections. The needle hub has three specks of embedded degraded resin. Two of the needle hub ribs each has one speck and the third speck is located between these two ribs. It could be possible for this defect to occur during the molding process. Degraded resin inherently builds up in the hot-runner system, can break loose and be molded into components. Based on the investigation with the sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that a needle 30x1/2 rb had foreign matter before use. The following was reported by the initial reporter: "it was reported an item was found with a spec that looked like blood. Verbatim: additionally, late friday afternoon we found a second needle from a different box, same lot number with the same issue. Does this need to be processed as a separate complaint or should we send it in with the original needle? Please advise, and I will send in for review as soon as I hear back from you. Thank you!"